Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, and quality control of the device was conducted during the investigation, and no issues were found related to the reported issue. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reports that a patient was undergoing a thoracocentesis procedure. The customer reports that the three-way valve leaked while attempting to withdraw fluid; air bubbles are seen passing in the outflow tubing. There are no reported adverse patient consequences. The device will not be returned for evaluation.